Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured on the first inflation at nominal pressure for 30 seconds. The device was removed without any problem with no damage noted on the device. The procedure was completed using a different device. There were no complications reported, and patient status was good post-procedure.